Manufacturer narrative:
Unit passed the self-test, displacement test. Unit failed to pass the prime/seating due to prime anomaly. Unable to perform the rewind test, basic occlusion test, force sensor test and occlusion test due to prime anomaly. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 43 occurred on 02/13/202413:09--17:03 in history file. Pump was cut to perform visual inspection found moisture damage on the pcba 1 and motor assemblies. Unable to perform motor test due to moisture damage on motor assemblies. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, stained serial label. Pump error 43 is confirmed due to being found in history files and due to motor anomaly. Device tested failed is confirmed due to prime anomaly. Prime anomaly is confirmed due to moisture damage on the motor assembly. Unable to confirm high bgs during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. Troubleshooting was performed and it was reported pump alarmed with a pump error 43 , the customer was able to clear the alarm and was able to complete the rewind and it was unknown whether the insulin pump was utilized within 48 hours of the event, it was unknown whether the automode feature was active or not. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.